Manufacturer narrative:
Analysis of the returned solitaire ab used in the procedure determined the rebar-18 microcatheter used during the procedure has inner diameter of 0.021 inches, which is incompatible with the solitaire ab-6-30 device. According to the instructions for use, ¿solitaire¿ ab sizes sab-6-xx (all lengths) should be introduced only by means of 0.027 inch microcatheter inner diameter. The use of an incompatible microcatheter is considered a likely contributor to the reported resistance during delivery. Regarding the damage found on the solitaire ab device, such damage may occur when a device is advanced against resistance. However, the specific cause of the observed damage to the solitaire could not be conclusively determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that there was difficulty delivering the solitaire ab through the rebar 18. The patient was undergoing surgery for treatment of an ischemic stroke located in the right middle cerebral artery (mca). It was noted the patient's vessel tortuosity was normal. IV tissue plasminogen activator (tpa) was not contraindicated. There was one pass with the device. Stroke onset to reperfusion time was 150 minutes. It was reported that during recanalization procedure for right middle cerebral artery occlusion, the solitaire ab stent was used to advance into a rebar 18 microcatheter, and obvious resistance was felt, making stent delivery through the microcatheter difficult. The procedure was completed after replacing the stent. Both the stent and the microcatheter were flushed and continuously flushed with normal saline in accordance with the IFU. There was resistance in the middle of the catheter during the procedure during delivery. The vessel was not tortuous. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. No causes or contributing factors for the resistance were identified. A continuous saline flush was administered and maintained as indicated in the IFU.